Manufacturer narrative:
B5: the leak was reported to be located at the junction of the y connector/tube. H4: the device was manufactured on march 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected which did not identify any abnormalities that could have contributed to the reported condition. Additionally, retention samples were visually inspected, no obvious issue/damage were detected. The retention samples were also gravity tested in the laboratory via methylene blue; then leak tested under water; no leak was observed. The reported condition was not verified by the photograph or by inspection of the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set was leaking from an unspecified location. The leak was discovered during patient chemotherapy infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.